Manufacturer narrative:
Part was returned for further investigation and the retest of the da-mc cable in test #3 confirms that there is a loose connection between da-mc cable confirming the customer reported problem.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported vent inop; data acquisition pcba adc reference failed, resulting in a 1007 error, pressure sensors failure. No patient involvement reported.